Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing, undersensing, and high out-of-range pace impedance measurements greater than 2,000 ohms. It was suspected rv damage had occurred during lvad implant. This rv lead was surgically abandoned and replaced. The physician elected to replace the generator as well, as there was less than three years remaining on the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed and visual inspection confirmed that only the proximal segment was returned severed approximately 380 mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing, undersensing, and high out-of-range pace impedance measurements greater than 2,000 ohms. It was suspected rv damage had occurred during lvad implant. This rv lead was surgically abandoned and replaced. The physician elected to replace the generator as well, as there was less than three years remaining on the device. No additional adverse patient effects were reported.